Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to customer's blood glucose level.additional information was not provided. The customer disconnected the call to do further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.